Manufacturer narrative:
Per the user guide: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was incorrectly bolusing via the pump. Customer¿s blood glucose decreased to 52 mg/dl and customer experienced a seizure. Customer¿s mother administered glucagon. Customer went to the emergency room and was subsequently hospitalized. Customer was treated with glycose, saline drip and insulin drip. Customer was released from the hospital on (B)(6) 2018 with no permanent damage.